Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp), there was a backflow of blood from the catheter. After checking, the user considered that the balloon was ruptured therefore, the physician removed the device instead of replacing a new catheter. No patient harm was reported.

Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). Due to character limitation complete name of initial reporter name and address (B)(6).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e1(site country), g3, g6, h2, h10, h11 corrected field: e1(event site telephone: n/a), h6(health effect ¿ clinical code, health effect ¿ impact codes ) it was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) there was a backflow of blood from the catheter. No patient harm, serious injury or adverse event was reported. The device not repaired. As of now the investigation is closed, if any new information received in future related to part replacement will reopen the complaint and update it.